Event description:
It was reported that the patient had his acticon device replaced due to fluid loss. No patient complications were reported in relation with this event.

Manufacturer narrative:
Cuff catalog #: 72401958; exp. Date: 5/02/2007; serial#: (B)(4); mfg date: 5/2002. Balloon catalog #: 72402106; exp. Date: 6/30/2009; serial# (B)(4); mfg date: 6/2004. Pump catalog #: 72402287; exp. Date: 11/23/2009; serial #:(B)(4); mfg date: 11/2004.